Event description:
With the machine scale set to varian iec, the customer entered a plan for couch rotation of 270 degrees with gantry at 90 degrees. This was a scalp plan with field parameters as they always set for this type of treatment, however, the cosmo (patient position indicator) appeared as though the beam was entering through the feet instead of the head. There was no pt on the table and no report of injury as a result of this event.

Manufacturer narrative:
Although there was no reported injury in this case, the available info suggests a possible malfunction of the device. Conclusions: though still under investigation, varian has determined that an MDR is appropriate as this possible malfunction, should it recur, could potentially result in serious injury. Add'l f/u to this MDR is expected upon completion of the investigation.